Manufacturer narrative:
The reported event of ineffective stimulation cannot be confirmed due to incomplete lead/insufficient product was returned. Only the header port segment was returned with no anomaly and passed continuity testing. No root cause was identified for reported event.

Event description:
Related MFR reports: 1627487-2021-12781, 1627487-2021-12782, 1627487-2021-12783, 1627487-2021-12784, 1627487-2021-12785 and 1627487-2021-12787.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2021-12781, 1627487-2021-12782, 1627487-2021-12783, 1627487-2021-12784, 1627487-2021-12785 and 1627487-2021-12787. It was reported the scs system was not providing adequate pain relief for the patient. Reportedly, the patient stated when tilting their head in certain angles there was a feeling of paresthesia sensations in their back. Reprogramming of the patient's scs system was attempted, but the issue persisted. Surgical intervention was taken and the dr decided to remove the scs system and replace the entire system with new leads, extensions and generator. All impendences were checked and confirmed postoperative.